Event description:
Hill-rom received a report that a hill-rom tech stating the bed did not send a nurse call. The bed was located at the account in the plaint. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call function inoperable due to the communication cable being defective. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required